Event description:
Pt is in a wheelchair. It is electric and has caused them to be injured on numerous occasions. Pt is sure that they are not an isolated case. The joystick is very sensitive and the speed control knob will not stay set. It will vibrate and speed up when pt is steering the chair. On one occasion pt leaned over to pick something up when it lurched forward throwing them head first into their kitchen cabinets and then ran over their lower legs. On another occasion it lurched forward and pinned their right foot between their kitchen cabinet and the anti-tip wheels, gouging a deep cut in their heel from a protruding bolt that did not have any cover over the end of the bolt to protect from possible injury. It will unexpectely lurch forward and cause a whip-lash effect on their unstable spine. On one occasion they were in a resturant and it lurched forward bulldozing their table and two other tables and the people seated at those tables and did not stop until it jammed against the wall. Pt has on many, many occasions ran over their own feet. Pt wrote the manufacturer on two occasions and the only thing that they had to say was pt problems were due to their abuse of their chair. Their chair is very much used, but they have never abused it. They stated that they are regulated by FDA and that their chairs are safe. This may be that they are regulated by FDA, but that does not mean there isn't a design problem that needs to be corrected. Pt is very careful with their chair because that is the only option pt has other than just sitting in a chair all day. Pt feels it is a shame that a person that already has lots of medical issues has to worry about being injured just because they choose to do things and not just sit idle all day.